Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in the morning they urinate a lot but in the afternoon maybe 1-3 times at night when it drains them, the doctor wants them to drain one time at night because they want it to get lower than 200 and last night it was way up to 500. Agent reviewed with patient that if they have a uti it will cause a difference on their frequency. The patient was redirected to their healthcare provider (hcp) to further address the issue.